Event description:
Additional information received indicated that programming changes were made on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, the device exhibited undersensing. No patient symptoms were reported. The patient will continue to be monitored.